Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawers are offline. A technical support specialist (tss) remoted in and found that the drawers were offline. The customer was advised to turn the cabinet back on, which allowed the user to retrieve medications. The system functioned as intended after the technical support specialist guided customer to resolve the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the drawers did not open when attempting to issue medication. The all-in-one unit was then shut down and did not power back on. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.